Event description:
New information received indicated that the asymptomatic patient presented in-clinic after non-sustained lead noise due to post-paced t-wave oversensing was observed again via (B)(4). The device was reprogrammed and remains implanted.

Event description:
It was reported that a non-sustained lead noise episode due to post-paced t-wave oversensing was observed via a merlin.net transmission. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.